Manufacturer narrative:
(B)(4). MDR 9610877-2016-00126 and 9610877-2016-00127 were submitted for the other patients involved in this event. (Exemption number e2015036).

Event description:
Pentax medical received a report for an event which occurred in (B)(6) stating the facility will be sending back one of their endoscopes (pentax model ec-3890li/a113945) for a repair and are requesting a thorough examination of the scope with a detailed report of pentax findings. The facility had an incident where a clip (boston scientific) somehow became lodged within the scope, it remained inside the scope during 3 sterilization processes and patient uses. It was then dislodged when a snare was placed down the working channel and the clip came out inside the patient identified in MDR 9610877-2016-00127. As per the hospital, there were no patient consequences as a result of the event. The colonoscope involved in the event was returned to pentax (B)(4) for inspection and evaluation. Pentax (B)(4) completed evaluation of the device involved in the event and confirmed no failures were found which could have contributed to this event. Repair was completed on the colonoscope in which the fwd body trim collar was replaced. Pentax medical contacted the initial reporter on (B)(6) 2016 for additional information on the event and the patient identified in this report. No additional information has been received from the initial reporter. Pentax (B)(4) submitted a mandatory medical device problem reporting form (reporter file no. MDR (B)(6)) to health (B)(4) for this event. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a final report to health (B)(6) on 08/15/2016. The report states the endoscope was returned to the customer on 07/15/2016. In addition, the results of the investigation performed by pentax (B)(4) confirmed the issue could not be duplicated and the endoscope performed properly according to the instructions for use.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review was performed on (B)(6) 2016 confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since the endoscope function as intended and the root cause of the stuck clip is unknown due to no failures were found during evaluation that could have resulted in the event. It is reasonable to conclude that this event may have occurred due to user error or the event may be an anomaly. Pentax medical closed the investigation 03/24/2017 and considers this medwatch report closed.